Event description:
Customer reports inconsistent inr results when compared to lab on 10 of 14 pts using a single hemochron signature / citrated pt assay with cancer pts. This report is for pt 2 of 14. Pt therapeutic range 2.0-3.0 inr. Pt 2 results from customer performed correlation study are 4.0 inr with hemochron signature / citrated pt assay vs. 6.2 inr with unspecified lab system. No adverse event, serious injury or intervention reported.

Manufacturer narrative:
(B)(4). Add'l investigation info.: customer identified: daily eqc on instrument acceptable. Weekly normal and abnormal lqc acceptable. All pts on coumadin. Some pts additionally on lovenox. Aware that pt results may be affected by lovenox. Lovenox pts always tested through outside lab. MFR unable to perform eval / investigation due to no product returned by user facility.